Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified right common femoral artery (rcfa) after an abdominal aortic aneurysm (aaa) interventional procedure using a proglide device. Reportedly, when the physician pulled the plunger out of the device body, the sutures came out, there was no knot on the sutures. The device was removed from the patient's groin and hemostasis was achieved using manual arterial compression. There were no adverse patient effects reported. The physician is trained in the use of the proglide device. An 8 fr. Sheath was used during vessel closure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, link, needles, and cuffs were not returned, which limited the scope of this investigation. Inspection of the device revealed a suture break at the swage end of the posterior needle tip. The suture remained inside the device, which contradicts the report received of when the plunger was pulled out of the device body the sutures came out but the knot was not present on the sutures. No needle strike mark was observed at the posterior foot. No manufacturing or quality deficiency was detected. A suture break at the posterior needle tip would result in a failure to retrieve the suture while retracting the needle plunger. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel, as intended. Possible contributing factors for a suture break at the swage end of the posterior needle tip include, but are not limited to: manufacturing, challenging anatomical conditions, and deployment techniques. Every suture-to-tip assembly is proof-loaded and inspected for proper assembly during manufacturing. Resistance during the suture retrieval/needle plunger retraction process could have contributed to a suture break. During lab testing, a proxy plunger was inserted and retracted without any observable resistance. The reported mild arterial calcification could have contributed to resistance during the suture retrieval/needle plunger retraction process, which could have caused the suture to detach from the posterior needle tip; however, this could not be confirmed. The instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was no indication that the posterior needle struck and got caught beneath the posterior foot which could have contributed to a suture-to-tip detachment when pulling the suture. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the rail suture to detach from the swage end of the posterior needle tip. Based on the reported information and this investigation, the probable cause for the suture-to-posterior needle tip detachment could not be determined. In process testing such as suture-to-tip proof-loading met specification. Review of the device history record did not reveal any relevant nonconforming material records associated with this lot. A query of the complaint handling database for this lot revealed no similar incidents. Based on the investigation, there does not appear to be any indication of a product quality deficiency.